Event description:
Medwatch report (B)(4) received and reported the following: during a therapeutic transurethral resection of prostate, the surgeon noticed a piece of metal in the bladder. Upon inspection of the sheath, the tip was noticed to be broken. A grasper was used to retrieve the broken piece that was in the bladder. The metal tip was removed and intact. An x ray was used to confirm retrieval of the metal tip. According to the radiologist, no items were retained in the bladder and verified with the surgeon. Additional information received that the event caused a short delay. The patient was reported to be "stable and safely discharged."